Event description:
Complainant alleged that while attempting to monitor a pt, the device failed to display an ECG signal intermittently. Complainant indicated that after approx five minutes, the device obtained due to the reported malfunction. During subsequent testing of the device at the customer facility the malfunction was not duplicated.